Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the bottom jaw over mold was damaged and missing plastic. The disengaged plastic was returned. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tip coating was peeling off. Initial investigation found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned.